Manufacturer narrative:
(B)(4)

Event description:
It was reported "the user could not secure the cath-gard to a swan-gantz catheter firmly. It is unknown what was done after that at present and under confirmation." Additional information received from the customer states "at 14:00, two nurses confirmed that the cath-gard was locked to the catheter. At 14:30, the cath-gard was found unlocked. It was unknown who unlocked it, but it was locked again anyway. However, even after locking, the catheter moved, so the md was called. The md confirmed that it was not locked properly, but there was no change to the pulmonary artery pressure waveform, so he/she decided to leave as it was and keep monitoring. On march 6, the catheter was removed. Checking the catheter and the locked cath-gard, there was some resistance but the catheter moved." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the user could not secure the cath-gard to a swan-gantz catheter firmly. It is unknown what was done after that at present and under confirmation." Additional information received from the customer states "at 14:00, two nurses confirmed that the cath-gard was locked to the catheter. At 14:30, the cath-gard was found unlocked. It was unknown who unlocked it, but it was locked again anyway. However, even after locking, the catheter moved, so the md was called. The md confirmed that it was not locked properly, but there was no change to the pulmonary artery pressure waveform, so he/she decided to leave as it was and keep monitoring. On march 6, the catheter was removed. Checking the catheter and the locked cath-gard, there was some resistance but the catheter moved." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one mac catheter and a cath-gard for analysis. The cath-gard was assembled to the hemostasis body of the mac. Signs of use were observed inside the cath-gard. Visual analysis did not reveal any defects or anomalies. The inner diameter of the proximal housing component measured 0.124" , which is within the specification limits of 0.120"-0.130" per housing component product drawing. The inner diameter of the distal housing component measured 0.124" , which is within the specification limits of 0.120"-0.130" per housing component product drawing. The cath-gard was functionally tested per the instructions for use (IFU). The IFU provided with the kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter". A 7.5 fr lab inventory swan-ganz catheter was advanced through the returned cath-gard and the swan-ganz catheter felt secure within the locked cath-card. The lidstock for finished good aj-09903 states the cath-gard can be used for 7.5-8 fr catheters but a 7.5 fr catheter represents a worst-case scenario for cath-gard security onto the catheter. Catheters with larger outer diameters (8 fr) better occlude the openings in the cath-gard resulting in a more secure fit. A device history record review was performed, and no relevant findings were identified. The product lidstock was reviewed as part of this complaint investigation. It states, "for use with 7.5 - 8 fr. Catheters." The report that the cath-gard was not secure on the catheter body was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed on the returned cath-gard. The returned sample met all relevant dimensional and functional requirements when testing the worst-case scenario for cath-gard security onto the catheter. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.